Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: chip of the light guide [fiber] bundle in the distal end, component failure in the r-unit (charged coupled device), poor image and image defect. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scope communication error: e216 occurred due to components failure of universal cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1:(B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented an image error 216. The issue occurred during set up/inspection for use. There were no reports of patient harm.